Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a full electrical reset. Critical ram parity error occurred in address 18 b8 on 2016-(B)(6). Power on reset (por) severity is low, so the device should be able to fully recover after reset. Patient undergoing therapeutic radiation for lung cancer.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a memory error and electrical reset which was due to the patient undergoing a therapeutic radiation treatment. The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Critical ram parity errors occurred on (B)(6) 2016. Power on reset (por) severity is low so the device should be able to fully recover after reset. Patient was exposed to radiation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.